Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However, the customer mentioned that they will be using a board from their stock and we will be sending them a new board under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that while on use on a patient, the vela ventilator display malfunction. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.